Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature title "acute distal common bile duct angle is risk factor for postendoscopic retrograde cholangiopancreatography pancreatitis in beginner endoscopist". The literature reported the result of 293 cases of the endoscopic retrograde cholangiopancreatography (ercp) using an olympus model tjf-260v between june, 2017 and november, 2017. In the subject procedures, 12 cases of pancreatitis and 3 cases of bleeding reportedly occurred. As a result of the investigation by omsc, a direct relationship between the subject device and the reported adverse events could not be determined. According to the number of the reported adverse events and the number of olympus devices used for procedure, omsc is submitting 2 medical device reports. This is 2 of 2 reports.